Event description:
It was reported that an unspecified issue occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the bin file was performed and defective transmitter was found within in the investigation window. The probable cause was determined to be a defective transmitter. The reported event of an unspecified issue is reportable based on the finding of defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).